Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the device damaged by another device (caused damage) appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device caused damage to another device it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted on the mitral valve, reducing mr to grade 1-2. After placing the clip, it was discovered that the atrial lead of the pacemaker had come off during closing of the puncture site after removal of the steerable guide catheter (sgc). It was confirmed that the lead of the pacemaker came off during the steering of the clip in the fluoroscopy recording. The doctor's opinion is that the causal relationship with the device is unknown. The atrial lead of the pacemaker was removed, and crt-d was implanted. The postoperative course is uneventful. No additional information was provided.